Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecistectomy - "scrub nurse fired first clip to load it in the jaws but no any clip was loaded in the jaw. Surgeon fired another clip to load it in the jaws. Clip were applied onto cystic duct and cystic artery. Clip applier didn't automatically load a clip after firing the previous one, so surgeon needed to fire again to load the clip in the jaw. Last 2 clip applied onto cystic artery jammed and vessel closure wasn't safe so another clip applier was used (direct drive ca090 lot 1248529) that worked properly and allowed to finish the intervention. All previous clip were substituted. Event will be reported to italian ministry of health as "potential incident", this means sample could be retired from us 10 days after their communication to ministry and if ministry will not decide to check it by himself." Patient status - "good". Type of intervention- "all clip from first clip applier were taken off and substituted with second one".

Manufacturer narrative:
Investigation summary: on (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number (B)(4) for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.